Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary the actual device was returned for evaluation. Visual examination of the device found the threads near the base of the wingnut screw component on the clamp pin body assembly and the inner thread near the runout portion of the wedge assembly were both severely damaged. During functional evaluation with a production equivalent velys fixation pin, it was discovered that the initial threads of both subcomponents engaged until reaching two-thirds of the way into the the wedge where the damage was observed on the inner threads of the wedge. At this point the wingnut screw would spin, but not engage with the remaining inner damaged threads of the wedge to tighten all the way down. As a result of the wingnut screw spinning without engaging with the remaining inner threads, a portion of the wingnut screw threads near the base of the wingnut appeared stripped. Therefore, due to the damage observed and functional evaluation performed, the product equivalent velys fixation pins could not be fully secured in the wedge and the reported inability to tighten the clamp with the mating pins is confirmed. Therefore, the overall complaint was confirmed. The assignable root cause was determined to be due to unintended use error and component wear.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from india that the robotic assisted array clamp device was not getting tight enough. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).